Event description:
It was reported on 25aug2022, the catheter was found leaking during use on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer provided one video of the defect. The video reveals a leak in the catheter extrusion when injected with fluid. The customer also returned one 3-l cvc, guide wire, and product lidstock for evaluation. The catheter was returned with the guide wire advanced through it. Evidence of use was observed on the catheter body. The distal extension line was severed and the distal luer hub was not returned for analysis. Visual examination revealed a small hole in the catheter body distal to the juncture hub. After failing functional testing, a hole was observed on the catheter body. The hole appeared to have smooth edges. The appearance of the damage appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc). The hole on the catheter body measured 5mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 219mm, which is within the specification limits of 207-227mm per the catheter graphic. The catheter body outer diameter measured 2.414mm, which is within the specification limits of 2.39-2.49mm per the catheter extrusion graphic. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter body was then clamped, and the medial and proximal lines were pressurized using a water-filled, lab inventory syringe. When the proximal extension line was flushed, water was observed leaking out of the hole in the catheter body. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also instructs to "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. The customer report of a catheter body leak was confirmed through complaint investigation of the returned sample and the customer supplied video. Visual and functional analysis revealed a small hole on the catheter body adjacent to the juncture hub. Microscopic examination confirmed the hole and revealed that the defect appears consistent with damage due to contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the defect was identified during use and the appearance of the defect observed, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the catheter was found leaking during use on the patient. No medical intervention was needed, and the current patient's condition is fine.